Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, post-sensed t-wave oversensing on the ventricular lead was observed on a stored egm. The patient received inappropriate atp. Programming changes were recommended. It was noted that the oversensing was caused due to small r-waves in the episode. Lead revision was recommended, as device reprogramming would not resolve the issue completely. The patient is moving to another state permanently. Patient¿s chart and medical history will be forwarded to the new clinic.